Manufacturer narrative:
D4 unique identifier (UDI) number: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) number and other specific product information.

Event description:
It was reported that a dissection type c occurred. The patient presented with timi flow of 2. The 90% stenosed, 2.50 x 38 mm target lesion was located in the moderately calcified right coronary artery. The lesion was pre-treated with a 2.50 x 20 mm wolverine cutting balloon. Following pre-treatment, residual stenosis was 30% and there was a dissection noted greater than type c. The lesion was later treated with an additional stent which resulted in 0% stenosis and timi flow of 3.